Event description:
Hollister anchorfast oral endotracheal tube holder removed from patient's face when extubated. Noted a disruption in the integrity of the duoderm wafer: white, gooey substance noted. Item was in place about forty hours less than company recommended time. Pt. Has skin condition of bullous pemphigus, which could have been the possible cause of reaction to the anchorfast. This is a rare condition that causes redness and/or blisters of the skin. A literature search did not bring up any other incidents of skin reactions to this device. Bacitracin applied to skin abrasion on left side of face.